Manufacturer narrative:
The device was returned and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, there were white crystals adhering to the tip of the evis lucera gastrointestinal videoscope. The issue occurred after the therapeutic procedure (varicose vein treatment with cyst acrylic adhesive) had been successfully completed (without delay and with the same set of equipment). There was no patient harm associated with the event. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was known when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, water was aspirated through the forceps/suction channel, there were abnormalities in the accessories used for reprocessing. The endoscope was left in the cleaning solution, the tip forceps mouth was wiped/brushed with gauze, a brush or a sponge; the forceps channel was brushed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where the customers complaint was confirmed. When this foreign material was sampled and component analysis was performed, it was found that the peak waveform was similar to that of butyl cyanoacrylate. This substance is the main component of cyanoacrylate adhesives and is also the main component of histoacrylic used at the customer facility. Based on these results and the investigation, we conclude that the white crystals attached to the instrument channel outlet are the medical adhesive used at the facility. By following the instructions for use (IFU) below, users may be able to reduce/prevent the occurrence of such events: operation manual chapter "how to use suction" "avoid aspirating solid matter or thick fluids; channel or valve clogging can occur." Olympus will continue to monitor field performance for this device.